Event description:
A malfunction was reported with the pump, and there were no notable events that occurred prior to this issue. There was no adverse impact to the customer¿s blood glucose level as the pump had not yet been set up for insulin deliveries. The customer was advised to use multiple daily injections (mdi) as backup therapy to ensure insulin delivery is not interrupted. Customer technical support arranged a replacement pump with updated software to be sent to the customer, advised the caller on necessary steps to take upon receiving the new pump, and instructed the caller to put the malfunctioning pump into storage mode before returning it to tandem using the provided return box and pre-paid label.